Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician pulling through the peg tube, it detached at the transition zone between the hard and soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(Device codes): problem code 2907 captures the reportable event of feeding tube detached. A visual examination of the returned device revealed that the feeding tube was separated. Residue was present on both interfaces of the transition joint between the peg tube and introducer dilator. The complaint was consistent with the reported incident that the bolster detached/separated. It is most likely that several operational factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube was being pulled through, contributed to the reported complaint. Based on all gathered information, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomalies were found.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician pulling through the peg tube, it detached at the transition zone between the hard and soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no reported patient complications as a result of this event.